Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc had no images. Review of the system log file showed that flex vision pc was failed to start up and it was defective. To resolve the issue, fse replaced the flexvision pc. The defective flexvision pc was returned to philips for further analysis and the cause of the flex vision pc failure couldn¿t be conclusively determined by supplier¿s part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation summary.